Event description:
Caller reported receiving a malfunction alarm on his t-slim pump, specifically malfunction code 12-0x2071, and mentioned that this occurred for the second time in six months. There was no adverse impact reported to his blood glucose level. He successfully rebooted his pump with no further problems reported, but sought clarification on the malfunction code. No additional information was provided regarding further actions or the resolution of the issue.